Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered in device, along with rv lead impedance warning. A high rv threshold was detected by capture management. On device interrogation the patient was found to have a high rv impedance. Manual thresholds were performed with no capture at high outputs. Possible fracture was suspected. Noise was noted on electrograms. The defibrillator detections was turned off. The physician capped the rv lead and remains in the patient. It was decided that patient at this time would be downgraded to a pacemaker. No patient complications have been reported as a result of this event.